Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had only completed 4 ptnm therapy sessions and they were hospitalized. No further complications were report ed/anticipated.